Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ prolonged menses') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implant attempted twice due to failure to implant device on first attempt". Concomitant products included amoxicillin;clavulanate potassium (augmentin), betamethasone dipropionate;clotrimazole (lotrisone), ethinylestradiol;levonorgestrel (ministat), fluconazole (diflucan), ibuprofen, pethidine hydrochloride (demerol), promethazine, triamcinolone acetonide and triamcinolone acetonide (nasacort). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), furuncle ("allergic or hypersensitivity reaction type: breakouts on her skin resulting in boils/rashes or skin conditions type: persistent painful large boils"), dermatitis allergic ("allergic or hypersensitivity reaction type: skin breakouts/breakouts on her skin resulting in boils"), acne ("rashes or skin conditions type: acne"), pruritus ("persistent itching"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("other injury(ies) or complication (s) please describe: vaginal itching daily"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On(B)(6)2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vulvitis ("chronic vulvitis") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type-yeast infection"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and amenorrhoea ("absent menses after ablation"). The patient was treated with doxycycline, salbutamol (albuterol) and surgery (ablation on (B)(6) 2011 and hysterectomy (full), salpingectomy( bilateral)). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, urinary tract infection, migraine, nausea, vaginal discharge, fatigue and alopecia had resolved and the menorrhagia, abdominal pain, vaginal haemorrhage, furuncle, dermatitis allergic, vulvitis, vulvovaginal mycotic infection, anxiety, acne, pruritus, tooth disorder, allergy to metals, dyspareunia, weight increased, vulvovaginal pruritus and amenorrhoea outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, amenorrhoea, anxiety, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, furuncle, menorrhagia, migraine, nausea, pelvic pain, pruritus, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvitis, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Current weight 278 lbs. Information received: implant attempted twice due to failure to implant device on first attempt diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 103.87 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhea, vulvitis, allergy to metals, pelvic pain, vulvovaginal mycotic infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ prolonged menses') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "implant attempted twice due to failure to implant device on first attempt". Concomitant products included amoxicillin;clavulanate potassium (augmentin), betamethasone dipropionate;clotrimazole (lotrisone), ethinylestradiol;levonorgestrel (ministat), fluconazole (diflucan), ibuprofen, pethidine hydrochloride (demerol), promethazine, triamcinolone acetonide and triamcinolone acetonide (nasacort allergo). On (B)(6) 2011, the patient had essure inserted. On (B)(4) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), furuncle ("allergic or hypersensitivity reaction type: breakouts on her skin resulting in boils/rashes or skin conditions type: persistent painful large boils"), rash ("allergic or hypersensitivity reaction type: skin breakouts/breakouts on her skin resulting in boils"), acne ("rashes or skin conditions type: acne"), pruritus ("persistent itching"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and vulvovaginal pruritus ("other injury(ies) or complication (s) please describe: vaginal itching daily"). In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vulvitis ("chronic vulvitis") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type-yeast infection"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and amenorrhoea ("absent menses after ablation"). The patient was treated with doxycycline, salbutamol (albuterol) and surgery (ablation on (B)(6) 2011 and hysterectomy (full), salpingectomy( bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, urinary tract infection, migraine, nausea, vaginal discharge, fatigue and alopecia had resolved and the menorrhagia, abdominal pain, vaginal haemorrhage, furuncle, rash, vulvitis, vulvovaginal mycotic infection, anxiety, acne, pruritus, tooth disorder, allergy to metals, dyspareunia, weight increased, vulvovaginal pruritus and amenorrhoea outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, alopecia, amenorrhoea, anxiety, dysmenorrhoea, dyspareunia, fatigue, furuncle, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvitis, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Current weight 278 lbs. Information received: implant attempted twice due to failure to implant device on first attempt. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 103.87 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, nausea, dysmenorrhea, vulvitis, allergy to metals, pelvic pain, vulvovaginal mycotic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pfs and mr received. Reporter information, concomitant drugs added. Events: abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: breakouts on her skin resulting in boils, infection (bladder/ urinary tract/vaginal) type: uti, chronic vulvitis, yeast infection, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: acne, persistent itching, migraines / headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, other injury(ies) or complication (s) please describe: vaginal itching daily, hair loss added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full), salpingectomy( bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Product indication updated. Explant date added. Case upgraded from other event to incident. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding) and she did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.